Event description:
For (B)(4): 1. Can you please provide an exact date of event in format mm-dd-yyyy? 10/27/2025. 2. Can you please provide the lot number associated with report? Unavailable. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm. IV tubing not secured to hub; leaked during CT injection. Patient re-injected. 4. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No.

Manufacturer narrative:
Additional information added in b tab. Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The team is currently using the standard medrad (sds-ctp-spk), which connects to a j-loop (mp5303-c), and then to the insyte autoguard catheter (381423 or 382534 ¿ 22g or 20g respectively). The issue is that a leak occurs at the connection point between the j-loop and the catheter.